Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device after the cardiopulmonary bypass procedure had concluded, the user reported that one of the data interface modules showed a continuous ¿reboot led sequence¿ error message. The user also reported the module was blinking between red, yellow and green. The user tried using a different network interface channel port, but the error still occurred. Since the event occurred after a cardiopulmonary bypass procedure, there was no pt involvement during this event.